Event description:
It was reported that the insulin pump is under-delivering insulin. The blood glucose reading would be 500 mg/dl and drop to 20 mg/dl. The current blood glucose reading is 54 mg/dl. Customer treated with orange juice. During troubleshooting, the call was disconnected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.